Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab results for one cadaveric sample, sid (B)(6) 50 year old male. The tissue donor was deferred, no tissue was collected. Nat testing was non-reactive. The following data was provided: sid (B)(6) processed on (B)(6) 2024 alinity s hiv results = 1.81,1.91,1.86 grifols panther processed on (B)(6) 2024: ultrio elite 0.07 nonreactive dhbv 0.00 nonreactive dhcv 0.00 nonreactive dhiv 0.07 nonreactive alinity s repeat results from (B)(6) 2024: sid: (B)(6) repeat repeat after frozen and normal spin = 1.91 sid: (B)(6) micro repe repeat after frozen and micro spin = 1.83 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s hiv ag/ab results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, return sample analysis and field data review. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 54681be00. Labeling was reviewed and sufficiently addresses the customer's issue. One specimen was returned for evaluation. Clinical specificity testing was performed on sid (B)(6) and alinity s hiv ag/ab combo lot 54681be00. Testing met all validity criteria; however, acceptance criteria were not met as the testing reproduced the repeat reactive results, 1.80, 1.83, and 1.92 reactive. Reference testing could not be performed due to sample depletion. A technical review of field data for alinity s hiv ag/ab was performed. Across all us blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 54681be00 is within product requirements, within package insert representative data for cadaveric specimens and comparable to other lots analyzed in the comparison. At mats the performance of lot 54681be00 is within package insert representative data for cadaveric specimens and the ir-rr rates are lower as compared to peer sites. Based on the information within the complaint record, the device met performance specifications at the customer site as all reactive rates were within product requirements respectively package insert claims for cadaveric testing. Based on the investigation alinity s hiv ag/ab reagent lot 54681be00 is performing as intended, no systemic issue or deficiency of alinity s hiv ag/ab reagent was identified.

Event description:
The customer observed false repeat reactive alinity s hiv ag/ab results for one cadaveric sample, sid (B)(6) 50-year-old male. The tissue donor was deferred, no tissue was collected. Nat testing was non-reactive. The following data was provided: sid (B)(6) processed on (B)(6) 2024 alinity s hiv results = 1.81,1.91,1.86. Grifols panther processed on (B)(6) 2024: ultrio elite 0.07 nonreactive, dhbv 0.00 nonreactive, dhcv 0.00 nonreactive, dhiv 0.07 nonreactive. Alinity s repeat results from (B)(6) 2024: sid: (B)(6) repeat after frozen and normal spin = 1.91. Sid: (B)(6) micro repe repeat after frozen and micro spin = 1.83 no impact to patient management was reported.